Event description:
It was reported that the pump would stop and exhibit an occlusion alarm message. No patient injury was reported.

Manufacturer narrative:
A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection found that both plunger cases were cracked. A review of the event history log identified check infusion line and force sensor error in the history. Functional testing was performed and the force sensor and occlusion alarm came up during the test and multiple attempts to calibrate failed. The force sensor was not working as intended and not able to hold calibrated data. The failure of the force sensor was likely due to normal wear. The root cause of the problem was related to normal wear of the pump as it is over 10 years old. To resolve the problem the force sensor was replaced and the device was re-calibrated. (UDI) is unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).